Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, investigation found pump displaying "1210 error code and goes into 1260" error code alarm message on power up when batteries are inserted. Service will replace the microprocessor unit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited error code (1260, 1261, lec-1210). It was reported that infusion was stopped for a couple days and the patient reported side effects of jaw pain, headache, nausea and muscle aches. Infusion is life sustaining. Subsequently, the patient switched to back up pump that was available.